Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. The jaws of the incident device were locked on dried tissue. The handle was latched and could not be released. The ski of the handle was outside of the a-track. The ski pin is a flexible piece that can bend to accommodate light force to the handle. If too much force is applied, the pin will jump out of the track and cause the handle latch to jam. Manufacturing is required to latch and unlatch the instrument three times to check for proper function prior to accepting the product. If the latch was not working properly at this time the instrument would not have passed functional testing.

Event description:
The customer reported that the device closed and would not open again. No further information was available from the site as to how the device was removed. There was no patient injury.